Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Per the gore® dryseal sheath instructions for use (IFU), the adverse events that may occur and / or require intervention include, but are not limited to vascular rupture.

Manufacturer narrative:
(B)(4). Concomitant medical products: the concomitant medical products were a gore® viabahn® endoprosthesis. The therapy date was (B)(6) 2017. (B)(4). A review of the manufacturing paperwork is being conducted.

Event description:
Received primary information from fsa on february 23, 2017 and corrected information on february 27, 2017. On (B)(6) 2017, the patient was treated an aortic dissection with a 34mm x 20cm gore® tag® thoracic endoprosthesis. The tag® device was inserted via a 22f sheath and well deployed. After post-implantation angiography and during retraction of the sheath, the blood pressure(systolic pressure) dropped down to 40mmhg, a rupture of the right iliac artery was confirmed by a contrast leak under angiography. Therefore a 8mm x 5cm gore® viabahn® endoprosthesis(vbc080502/14155527) was immediately implanted to fix the rupture. However after deployment of viabahn® device, the patient's blood pressure still continue dropping down. The physician performed an emergent surgical conversion, used a vascular graft to replace the ruptured iliac artery and removed the deployed viabahn® device. According to the physician, the condition of vessel was not good and with calcification and ulcer, which might cause the rupture when inserting the sheath and the rupture was observed until retraction of the sheath. The patient prolonged the time staying in hospital after open surgery and was stable by the date of reporting.